Event description:
It was reported that the devices were used during a hand assisted sigmoid-colectomy procedure. The clip appliers jammed and could not be used. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 02/20/2009. Fired through lockout. Evaluation summary: the analysis results found that the el5ml device (a) was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. In addition the orange indicator did not showed up completely. While no conclusion could be reach as to how this damaged occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional info: batch # e9fl6g. Expiration date: 09/2013. Manufacturing date: 10/2008. Broken cam.